Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Display glass has cracks and scratches. Performed functional testing. The customer's reported issue could not be duplicated. The pump was found to be operating properly (high pressure alarm at 1.47 bar even during bolus administration). The most probable cause was that this was a user related issue. The scratched display glass will be replaced. Resolution of the reported issue was confirmed by the technician and the device has been submitted for functional and delivery testing. The device shall be returned to the customer once functional and accuracy test results are confirmed to be within specification. Should any of the functional and delivery tests fail to meet specification the device shall be returned to the technician for additional repair work. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was a recurring overpressure alarm after the bolus delivery. There was unknown patient involvement, and no harm/adverse event reported.